Event description:
It was reported that the programmer booted to a "serious programmer error." The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer complaint by finding the error in the error log, the programmer powered up fine during analysis. Analysis did find that the connector between the link electronic module (lem) and media processing unit (mpu) board moved excessively, that the programmer had an intermittent beep error during the start of the application and therefore the mpu and the x-y board were replaced. The power cord bay was damaged during repair and the bay was replaced. (B)(4).